Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged boluses were not being recorded and the year on the pump changed without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the bolus history shows a total of 3.05units of boluses for (B)(6) 2013 and a total of 9.8units of boluses for (B)(6) 2012. During investigation, a normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The pump was exercised for 24 hours with no issues occurring. The complaint could not be confirmed or duplicated on investigation.